Manufacturer narrative:
(B)(4). Batch # unk. Component code: (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with no apparent damage and with an ecr60b reload present. The reload was received partially fired 1/16. During functional test evaluation, the device was noted to be non functional and with some clips inside of channel near of knife. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted inside the device, the knife subassembly and the retainer channel proximal not allowing the knife to move. No functional testing could be performed due to the returned condition of the returned device. In addition, the returned reload was loaded into a test device. The reload was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. One possible cause for this condition may be exposed to the cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the gastric surgery, could not fire when severing gastric tissue on the third firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.